Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported via phone call that customer had unexplained low blood glucose. Caller states that blood glucose was 44 mg/dl for the past two weeks which was unusual for customer. Caller was not sure if insulin pump was over delivering. Caller states that healthcare professional adjusted settings. Customer was not with caller, therefore troubleshooting could not be performed. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to the connector fully unlocked on the lcd board. Unable to perform displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to unresponsive keypad. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.